Manufacturer narrative:
The manufacturer contacted the physician and confirmed the reported event. Based on the investigation, this reported event was caused by off-label use and the practicing physician not following the user manual. According to the physician, at no point in time, during or after the procedure, did the patient exhibit any symptoms of fluid overload. The patient was kept at the hospital overnight for precautionary reasons and discharged the next morning. Dr. Paul heltzer was clear that the procedure did not result in any adverse events or complications that would necessitate hospitalization and that he does not consider that the symphion system malfunctioned in any way. The symphion system is not designed nor intended to be used with replacement bags of fluid. Symphion system is designed to be a closed loop recirculating system which inherently does not allow for more than 2500 ml when used in accordance with the operator's manual. The user manual instructs the user: the fluid management accessories is designed for use with a single 2-liter or 3-liter irrigation usp saline bag: - 2-liter saline bag such as hospira part# (B)(4). - 3-liter saline bag such as baxter part# (B)(4) or hospira part# (B)(4). Use a single 2-liter or 3-liter irrigation usp saline bag only. Do not use multiple saline bags. Use of multiple saline bags increases the chance of fluid overload. Warnings and precautions include: fluid overload: there is a risk of distension fluid reaching the circulatory system of the patient by passing into the capillaries of the body cavity. This can be caused by distension pressure, flow rate, perforation of the body cavity and duration of the endoscopic procedure. It is critical to closely monitor the inflow and outflow of the saline at all times. Vital signs recording, physical examination and pulse oximetry is recommended, as it may reduce the risk of fluid overload. Fluid deficit: the fluid absorbed by the patient must be monitored. The following equation should be used to estimate the fluid deficit using a single 3-liter saline bag: 2500 ml - remaining volume in bag = total fluid deficit the following equation should be used to estimate the fluid deficit using a single 2-liter saline bag: 1500 ml - remaining volume in bag = total fluid deficit note: the symphion system does not allow for more than 2500 ml to be absorbed by the patient when used in accordance with this manual. Fluid intake: strict monitoring of fluid intake should be maintained. Intrauterine instillation of saline exceeding 2-liter should be followed with great care due to the possibility of fluid overload.

Event description:
It was reported that hysteroscopic resection of a 5.5-cm submucosal fibroid using the symphion system was performed. During the procedure the patient was noted to have a patulous cervix, which resulted in fluid migration at the scope/cervix interface. In direct violation of the symphion IFU, it was reported that a total of five bags of saline were used. The facility does not have any means of fluid deficit measurement and monitoring and therefore manual measurement and calculation of fluid loss was used. Considering the size of the fibroid, the length of the procedure was relatively long which resulted in a significant amount of fluid being used, most of which leaked out secondary to the cervical anatomical reasons. Once the limit of calculated fluid absorption (approximately 2500 - 2700ml) was reached the procedure was appropriately stopped. At no point in time, during or after the procedure, did the patient exhibit any symptoms of fluid overload. The patient was kept at the hospital overnight for precautionary reasons and discharged the next morning. The user was clear that the procedure did not result in any adverse events or complications that would necessitate hospitalization and that he does not consider that the symphion system malfunctioned in any way.